Event description:
A peritoneal dialysis (pd) patient contact contacted (B)(6) customer service to report that his son has a reaction to the micropore-surgical tape 1x10yds. No further information was provided. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".